Manufacturer narrative:
Additional information was added to b5, d1, d5, g4: PMA/510k # (update ni to na), h3, h4, h6 and h10. B5: update "unspecified elastomeric device" to "large volume folfusor". H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection was performed on the photograph which showed fluid inside the bladder. The photograph suggested an underinfusion condition may have occurred. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was added to h6 and h10. H10: it was recently clarified that the photographed sample (previously evaluated) was not the device involved in this event. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter address: (B)(6) hospital. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the unspecified elastomeric device underinfused. It was further reported that greater than 10% residual was found. This was observed during use. The device was filled with piperacillin/tazobactam. There was no patient injury or medical intervention associated with this event. No additional information is available.